Event description:
It was reported, the insulation on the programmer rf (radio-frequency) head cable was cracked. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the cable insulation was cracked, the device was functionally normal. It was also noted that the magnet was cracked and the label was missing its rubber backing.